Manufacturer narrative:
Trackwise #: (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 17june2020 and investigated on 22june2020. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. The heater wire was completely flexed away from the center and tip of hot jaw, but remained attached to base of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for reported failure ¿material bent/twisted; wire". The analyzed failure mode improper flow/infusion was deemed unrelated to the reported failure material twisted/bent. Sn (B)(6). Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system. Tw ID#: (B)(4). Additional complaint record has been created due to unrelated failure mode (s).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The wire on one side of the jaws was lifted off the jaw and they had problems with insufflation not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The wire on one side of the jaws was lifted off the jaw and they had problems with insufflation not working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.